Manufacturer narrative:
Upon additional information received, bard/bd medical has determined that this MDR event is not reportable. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the coude tip were not curved enough. It was noted that all 4 catheters were found to not having coude indicator button.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the coude tip were not curved enough. It was noted that all 4 catheters were found to not having coude indicator button.